Event description:
It was reported that during implant, the is1 lead would not fit into the v pacing port of the device. It was noted that the doctor could see something in the port. The device was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.